Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: circuit board unit in scope connector is dirty due to water leakage. A definitive root cause could not be identified. Based on the results of the investigation, a probable root cause of customer allegation could not be identified. Additionally, the probable cause of circuit board unit in scope connector is dirty due to water leakage was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had lack of vision. The event occurred during inspection for use. There were no reports of patient involvement.